Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's hip was revised due to instability. The head and liner were revised. Rep confirmed that no further information will be released by the hospital or surgeon.